Manufacturer narrative:
The problem mentioned by the customer could not be reproduced. The delivery accuracy and the occlusion limits were tested successfully with the diagnosis test system and comply with the product specification. Also the alarm functions were tested successfully and no malfunction could be observed during the iu investigation.

Event description:
On (B)(6) 2013, it was reported that on (B)(6) 2013 around 4:00am the patient's blood glucose level was 350 mg/dl. The patient bolused via the infusion device and ate 1 be. A around 10:00am she felt sick. Her son took her to the hospital where her blood glucose level was measured at 590 mg/dl. The patient received stationary treatment at the hospital. Her diabetic specialist thinks her infusion device delivers too low an amount of insulin. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.